Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc was unable to boot up. Analysis of the log file showed an ippc failure event. Upon troubleshooting, the fse also reviewed the logs and identified an ippc memory error. To resolve the issue, the fse replaced the ippc and performed all required tests. The defective ippc was returned to philips for failure analysis, and the cause of the ippc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating there was problem in image processing computer memory which was preventing boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.